Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that an error had occurred and repeated hard power cycles had not resolved it. The tse had first confirmed all system cables were connected and then had performed a hard power cycle, but the vision side cart (vsc) power button light had remained off. The user started the system from the vsc, both surgeon side consoles (ssc) had booted but had displayed ¿not connected vsc,¿ while the psc and vsc had not booted. The user performed multiple cycles on the system, but the issue persisted. The user aborted the procedure with no reported injuries. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site confirmed the issue with vision side cart (vsc) not powering on replaced redundant power tray and power cord to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The redundant power tray was analyzed and found vsc would not turn. No related errors were found in the logs. Visual inspection found no issues directly related to the event, although the power tray was dirty and covered with dust. When the power tray was installed in a known-good system, the vsc did not power on, and the vsc also failed to power on in a standalone configuration. No nodes appeared in the download app. Bench testing showed both power supplies produced 12 v output, but there was no led status light on the intuitive surgical core power distribution (ipd) board and none of the four fans were running. The affected power cord involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The root cause of the reported failure is attributed to ipd board in this powery tray.